Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description and photo provided, a likely cause is a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. There is no change in trending for heat exchanger leaks. Solventum will continue to monitor.

Event description:
The user facility reported that the 3m¿ ranger¿ blood/fluid warming high flow set leaked at the proximal end of the cassette. No injuries or medical interventions were reported due to the alleged malfunction.

Manufacturer narrative:
MDR 2110898-2024-00021 submitted on 23-may-2024 noted the following: section d4 unique identifier (UDI) #: (B)(4). Correction: section d4 unique identifier (UDI) #: (B)(4). The device was returned to solventum for analysis. The sample confirmed there was a leak at the heat exchanger. Cause and timing of the leak could not be determined. Solventum will continue to monitor.